Event description:
A nurse reported three cases of tass. All three pts were treated with anti-inflammatory medications. All three pts were reported to be doing well following treatment. There are three medical device reports being filed for this report - this is for the third pt.

Manufacturer narrative:
The device was not returned for eval. One opened, empty carton was received with lot # 08e09g printed on it. Batch records review indicated product met release criteria. Retention samples were tested; results met specs. There have been no other complaints reported in this lot number except the ones reported by this facility. Additional info was requested on 10/21/08. Reporter stated additional info will not be provided.